Event description:
The facility reported to baxter an infusion pump that was "drawing from main infusion line rather than secondary line when infusion piggy-backed solutions, especially solutions with high viscosity and antibiotics". The incident was further described, "pt given normal saline bolus with no effect. Pentaspan 250 piggback hung and only 100 ml absorbed. Nurse noted piggback flow rate was pulling from the main line. Main bag clamped and remaining pentaspan absorbed but pt received an additional 250 of saline".